Manufacturer narrative:
It is unclear why the patch was removed. It is also unclear why a lawyer filed the maude report and not the hospital which performed the explant. We regret the company and hospital were never involved in understanding the case and the pt and device's condition. The manufacturer doesn't know what the specific problem was, and have no more information about the pt's condition, concomitant symptoms, replacement graft material, etc. It is difficult to ascertain the risks involved to the pt with respect to the single ventricle malformations. These pts have low life expectancies and it's unclear how this condition may have exacerbated the sono procedure. There is no reason for further action. The patch was not found to be faulty or infected, and was not returned for analysis.

Event description:
Pt had a shelhigh, inc., pericardial patch implanted in 2007 to augment the right ventricular outflow tract. Shelhigh's patch had to be removed about 6 weeks later, and was replaced with another type of graft material. Pt subsequently died 4 days later (as per maude report).